Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory it was confirmed that this product was unable to be interrogated. While the device was still in the box a magnet reset was attempted; however unsuccessful. The device was then removed from the box and the magnet reset was successful. The memory log revealed that the device seen the magnet while in the box but was not strong enough to complete a reset. Using iva (implant verification assistant) verified that the device communicated without any issue and an iva memory dump was successfully completed. The device was then re-interrogated with a programmer and the programmer found the device and was able to connect without any issue. No further testing was performed. The clinical observation was confirmed; however, the root cause is undetermined as the device was functioning normally after being removed from the box and a magnet reset being performed.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was an attempted implant. It was reported that the device was unable to be identified during interrogation attempt. Two different programmers were attempted prior to the start of the case without success therefore a different device was used. There was no patient involvement.